Event description:
The patient reported blood glucose readings of 226 mg/dl, 402 mg/dl, 318 mg/dl and "high" (>500 mg/dl). She took a correction insulin bolus of 1.15 units, but stated that she collapsed and "blacked out." She fell and broke her ribs. She went to the hospital where she was treated with medication and ivs. She was hospitalized for 8 hours. When she removed the pod, the cannula looked a bit puffed out and insulin was leaking from the needle guard.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any leak or the condition of the cannula or to determine the device's contribution to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."